Event description:
It was reported that prior to use bearing problem was observed. At the time of report there was no patient or staff impact. Additional information received that bearings were detached during the evaluation.

Manufacturer narrative:
H3: product analysis :evaluation determined that bearings were damaged is confirmed . The likely cause of failure is due to the detached bearings . It was also noted that the front hole of tube found enlarged and there was a difficultly to insert tool in attachment and the bearings and spacer and spring washers too found to be corroded . And also the laser making were faded . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.